Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 650mg/dl. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.